Event description:
The customer reported a colleague infusion pump with failure code 810:04. It is unknown when the reported condition was identified. There was no documented patient injury or medical intervention related to the reported condition. No additional information is available.this device utilizes user interface module master software version 5.09.90 categorized as remediated.

Manufacturer narrative:
The reported condition of failure code 810:04 was confirmed but not reproduced. The reported condition is due to the ail pcb (air-in-line printed circuit board) being out of calibration. The ail pcb (air-in-line printed circuit board) was recalibrated and verified. (B)(4).

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).